Event description:
A report was received that the patient's ipg had shifted in position resulting to inability to connect and charge the battery. The patient underwent a revision procedure wherein the ipg was moved to a higher position. The patient was doing well postoperatively.